Event description:
It was reported that high impedances were observed on all the lead contacts of the spinal cord stimulator (scs) system causing the patient to experience inadequate stimulation. Imaging was performed and confirmed that the lead was fractured. The patient underwent a procedure in which the lead was replaced and is doing well post operatively. The device will not be returned for analysis as it was disposed of by the physician.

Manufacturer narrative:
D2b: pro code (product code): qrb. D6a: implant date: 2020; exact date.